Event description:
It was reported that the threshold was below the programmed output and there was potential loss of capture on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: 2004-(B)(6); bs4592, boston scientific lead, implanted: 2008-(B)(6). (B)(4).